Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer's spouse stated that they treated the low blood glucose with food and orange juice. The customer's spouse also reported that the insulin pump had issues with communicating with sensor. The insulin pump will not be returned for analysis.